Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners has a very sharp edge that is cutting their tongue. They are using orthodontic wax, they attempted to file the area but could not remove the edge. Provided hht&t tips for fit and comfort. Asked patient to try next step to see if this is a persistent issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.